Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted (z syndrome) post implant. The patient was put back on atropine and the lens has settled back somewhat already. The doctor indicated that he will put the patient back on steroids as well. Additional info has been requested, but no additional info has been received.